Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening linear on radius and creases fold leak test and microscopic analysis was performed which identified: wear abrasion, striated opening on radius and sharp opening on posterior. The fill test inspection was performed, the result is no blockage. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a striated opening on radius assessed as surgical damage consistent in the use of some surgical tool. A sharp opening on posterior assessed as an unidentified (tear) opening. Additional, changed, and/or corrected data: b.6., d.1., d.2., d.4., d.9., h.3., h.6.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was deflation.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.